Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction suspected. The explanted device was not returned due to hospital policy.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction suspected. The explanted device was not returned due to hospital policy.